Manufacturer narrative:
A return is expected but has not yet been received.  A replacement was provided.  Should additional information become available, a supplemental record will be filed.

Event description:
When lying in the bed, the right partial rail drops with the lightest touch. It latches securely in place in the upright position but drops with minimal pressure.